Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. While approaching the retroperitoneum, the balloon disengaged and remained in the patient's cavity. The number of pumping was not excessive. The expansion of the balloon had no problem in the middle. During inflating, the balloon was deflating. When the product was taking out of the patient's cavity, it was found that the balloon had disengaged. The balloon was retrieved with forceps. Opened a new product to complete the procedure. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the balloon was disengaged from the cannula. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the disengaged balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.